Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: suspected rupture.

Event description:
Healthcare professional reported "suspected rupture". Device remains implanted. This record is for the left side.

Event description:
Healthcare professional additionally reported capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture baker grade iii.

Manufacturer narrative:
Visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. It is not possible to determine, the lot number or catalog through the photos provided. It cannot be determined, which device is for the left or right side. Per, the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
A healthcare professional reported, rupture on the left side. Device has been explanted.

Event description:
Healthcare professional reported left side intact. Healthcare professional later reported left capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture : unable to observe since it is a medical event and is not related to the device. Additional observations: observed, opening on the posterior side assessed as unidentified (tear) opening . (Shell thickness was within specification). Brown particles observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported "suspected rupture". Healthcare professional reported left side intact. Healthcare professional later reported left capsular contracture baker grade iii. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, h6, h10 visual analysis of the photographs identified: ¿ insufficient information: no observations are performed for the complaint as the event is insufficient information. Additional observations: - red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
A healthcare professional reported rupture on the left side. Upon further review, capsular contracture baker grade iii was later reported by the explanting physician. Device has been explanted.